Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited error code 42221. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: device received on 3/18/2025 h3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the error code populated after the internal battery became drained. The device was charged from ac adapter for 72-hours per specifications and the unit no longer populates any error codes and holds date/time as expected.